Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leaked was observed on the adapters and the seal started to loosen up. No consequences or impact to the patient, product was changed not out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The sample was not returned for evaluation. However, a retention sample from the same product code/lot number was obtained and visually inspected, in which no anomalies were noted. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. The noise was not able to be replicated on the retention sample; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. No abnormal / squeaky noises or performance issues were noted during the testing of the retention sample, either. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Corrected information has been received from the user facility. During cardiopulmonary bypass, the delphin head squeaked throughout the entire case. Product was not changed out.